Event description:
(B)(4). Ovarian cysts, severe abdominal pain, escrutaiting pain during and after intercourse, allergic reaction to amoxicillin. End result a partial hysterectomy (B)(6) 2014 (ovaries left).